Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic for a routine follow up. It was noted that the patient had documented far r wave undersensing due to previous programmed settings. Upon interrogation, the pulse generator exhibited inappropriate auto mode switch episodes. Review of the episodes confirmed intermittent r wave undersensing due to variable r wave amplitudes. The device was reprogrammed. No patient symptoms were reported.